Manufacturer narrative:
Literature citation: jian wu, yuehong guan and shengli fan; "analysis of risk factors of secondary adjacent vertebral fracture after percutaneous kyphoplasty" mean age: 67 years( range: 54-90 years) sex: 41 male and 148 female. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported in an abstract that 189 patient with osteoporotic vertebral compression fractures underwent percutaneous kyphoplasty. Post operatively, 8 patients presented with leakage of bone cement into peripheral tissue along secondary adjacent vertebral fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.